Manufacturer narrative:
The reported event of device had pcu not displaying information for one channel was created to document the event that the customer reported. The customer did not return the device for evaluation. The device has not been returned to service; therefore, customer¿s reported problem cannot be confirmed. A review of the device history record showed the device had a manufacture date of 15may2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The customer confirmed that the device had pcu not displaying information for one channel which is related to the failure. The reported issue that the 8015 alaris pcu 1.5 module pcu not displaying information for one channel could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 : no product received.

Event description:
It was reported that during the staff¿s hourly check on volume infused record on pcu screen, the volume infused for one of the channels, usually the 8110 was not displayed on the pcu. To troubleshoot the issue, the staff would turnoff and turn back on the device and the missing numbers would then appear. There were no patient adverse effects caused to the patient.

Event description:
It was reported that during the staff¿s hourly check on volume infused record on pcu screen, the volume infused for one of the channels, usually the 8110 was not displayed on the pcu. To troubleshoot the issue, the staff would turnoff and turn back on the device and the missing numbers would then appear. There were no patient adverse effects caused to the patient.

Manufacturer narrative:
The customer¿s reported complaint of the volume infused not displaying on the pcu was confirmed based on laboratory testing and tracker, issue (B)(4). Based on the review of the logs, a new infusion of unknown drug ID was programmed with a rate of 0.68ml/hr and a vtbi of 9.9433ml at 10:11:10 pm on (B)(6) 2021. Vtbi was updated to 8.9433ml at 12:51:23 pm on (B)(6) 2021. The syringe module alarmed infusor patient pressure at 11:47:46 pm and the vtbi was updated to 15:887ml at 11:48:17 pm. The syringe module was channeled off at 12:29:34 am on (B)(6) 2021. The total volume infused is unknown. A review of the pump module error log showed no records associated to the reported incident. Results from laboratory test confirmed total volume infused observed blank, under option volume infused as noted in the tracker database. The pump module infusion was being used for treatment. The proximate cause of the customer¿s complaint is suspected to be due to a software design that occurs following a patient side occlusion. When a pressure alarm limit is reached, the system will automatically back up the plunger movement until the pressure in the line returns to normal. Inadvertently, the user can perceive the negative volume infused as a discrepancy; however, the system is performing as designed. Note: when an occlusion in an infusion line occurs, fluid accumulates in the line, raising the pressure. Depending on the pressure setting and type of extension set used (w/ pressure disc), a significant amount of fluid can get stored in the line. Removing the source of the occlusion can rapidly release the stored volume, creating an unintentional bolus to the patient. The back off feature automatically reduces the potential for unintended boluses by reversing the plunger until the pressure in the line returns to normal. The back off volume is then subtracted from the volume infused counter. Device history review: a review of the device history record showed the device had a manufacture date of 02oct2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pcu s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pcu s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that during the staff¿s hourly check on volume infused record on pcu screen, the volume infused for one of the channels, usually the 8110 was not displayed on the pcu. To troubleshoot the issue, the staff would turnoff and turn back on the device and the missing numbers would then appear. There were no patient adverse effects caused to the patient.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during the staff¿s hourly check on volume infused record on the pcu screen, one of the modules did not show any numbers on the screen even though the actual module was actively infusing. To troubleshoot the issue, the staff would turn off and turn back on the device and the missing numbers would then appear. There were no adverse effects caused to the patient.